Manufacturer narrative:
This device is not expected to be returned; therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed available device data and recommended lead system troubleshooting. Information from the field indicates the recommended in-clinic troubleshooting was performed, and this lead was later explanted and replaced. No additional adverse patient effects were reported. Lead return is not expected.